Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. Preventive maintenance was performed. The software was updated. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "light source dimmed" (inadequate lighting). The nurse reported that the light source dimmed during the laster treatment. The nurse tried both ports and the light was still dim. The case was completed as planned. The surgeon cancelled the last case. The cancelled patient had not been prepped. No patient injury was reported.